Event description:
During index procedure, two endeavor rx drug-eluting stents were successfully implanted to the proximal and mid lad. Patient was asymptomatic / free of symptoms at 30 day, 6, 9 and 12 month follow up. Approximately 10 months 3 weeks post index procedure, patient experienced mi and the following day, they underwent revascularization of mid lad. Investigator has indicated that event was not related to the study drug.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction). (B)(4).

Manufacturer narrative:
Correction to previously reported information: during the index procedure, two endeavor sprint rx stents were implanted in the proximal and mid lad, not two endeavor rx stents as previously reported. Additional information: the patient suffered from silent ischemia approx 10 months post index procedure and not a myocardial infarction as previously reported. The patient was treated by balloon only during the revascularization. The investigator assessed that the event was related to the study device. The patient is in remission. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.